Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between november 18, 2013 ¿ november 19, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. A visual inspection identified the leak inside the overpouch of the device. The cause of the reported problem was due to broken tubing at the junction of the distal luer post. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate elastomeric device leaked after the device was removed from it's shipping box. It was noted that there was approximately 100ml in the over-pouch(pamidronate 90mg in 250 ml nacl). The location of the leak was unknown. This observation was made prior to patient use. No additional information is available.